Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer pen is decalibrated. It was impossible to correctly recalibrate it with calibration software or with a new programmer pen. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the touchscreen was found out of specifications. It was noted errors were found in the programmer update history. If information is provided in the future, a supplemental report will be issued.